Manufacturer narrative:
As reported in the database, the patient randomized to the registry in 2006; the primary indication for the procedure was stable angina pectoris. The target lesion was located at the left anterior descending (lad). The lesion was described as de novo, of irregular contour, with moderate calcification, eccentric, with thrombus present and classified at a type b2 lesion. The reference vessel diameter is 3.0mm and lesion length was 8mm. The pre-procedure diameter stenosis was 95%. The lesion was pre-dilated using a 2.5x15mm balloon at 10 atms; inflation time is unk. A 3.0x18mm cypher select plus was deployed at 16 atms and post-procedure diameter stenosis was zero percent. The second target lesion was located at the circumflex. The lesion was described as de novo, of irregular contour, readily accessible at the proximal segment, no angulation, eccentric, with little calcification. Lesion classification was type b2. The reference vessel diameter is 2.5 mm and lesion length was 15mm. The preprocedure diameter stenosis was 80%. The lesion was pre-dilated using a 2.5x15mm balloon at 14atms, inflation time is unk. A 2.5x18m cypher select plus was deployed at 14atms. Post-procedure diameter stenosis was zero percent. Pre ad post procedural timi flow is unk. The patient was discharged 24 hrs later on aspirin, clopidogrel, statins, and beta-blockers. Pre, and intra procedural medication included aspirin, clopidogrel, statins, and beta-blockers, gp2b/3a inhibitors, and unfractioned heparin (ufh). On the same day of the index procedure, the patient experienced the following events: vagal reaction, dysarthria, and reversible ischemic neurological deficit (rind). The events resolved completely after 4 hours. These events were reported as unrelated to the index procedure and device; however, they cannot be dissociated from the index procedure or the product. This is one of two products being reported for the same event. Please reference mfg reports#: 9616099-2007-02110 and 9616099-2007-02111. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.

Event description:
As per the registry, six months post index procedure, the patient experienced silent ischemia. An electrocardiogram (ECG) was performed however the results were not provided in this report. Four months later, the patient experienced atrial fibrillation which was treated with amiodarone and prevention ischemic cerebro-vascular event with 1 month vitamin k antagonist.